Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: snaking of a serpentine pipe; the angle was down; and the nozzle had a foreign object. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material in the nozzle could not be determined and the foreign material residue point was confirmed to be free from deformation (no physical damage). The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: "instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event." Olympus will continue to monitor field performance for this device.